Manufacturer narrative:
(B)(4). Batch # 403a99. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and with the anvil missing. Only casing half washer present and there were no staples present. When the battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic colorectal procedure once fired they turned the device to bring the colon together and the anvil and trocar separated. After reassembly and four rotations the case was completed with no patient consequences. They had complete donuts and a successful leak test was performed. The surgeon noted that when assembling the trocar and anvil, while pushing the knob was turning.